Event description:
It was reported that a "pelvic mesh product" was implanted in the plaintiff to treat her pelvic organ prolapse and stress urinary incontinence. The date of implant was not provided. The plaintiff's attorney has alleged "as a result of having the product implanted" the plaintiff "suffered serious bodily injuries, including extreme pain, erosion of her internal tissues, dyspareunia and other injuries." It was also alleged that the plaintiff "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries." It was also alleged that the plaintiff experienced "disability, mental anguish, and loss of capacity for the enjoyment of life."

Manufacturer narrative:
It is unk which ams pelvic mesh product was implanted. Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.